Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in and stated they have a device failure to attach. There was no harm to the patient and no medical intervention was required. A repeat procedure was not necessary. There was nothing unusual about the patient or the procedure itself which led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. Vacuum pressure before the procedure was 600. Lubricant was used to facilitate capsule placement and the customer reported no lubricant went into the capsule chamber. The user is not clear what caused the failure to attach. The device and capsule are expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule and delivery device were received for investigation, with the capsule attached to the delivery device. Visual inspection did not reveal any damage, and the device appears to have functioned within specification. Functional testing could not be performed because this is a single use device. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.